Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead was part of a system revision due to infection. Additional information indicates that the patient's device popped out of the pocket and ended up with an infection. Patient had an opening in the chest endured two surgeries to try and close the wound. There were no additional adverse patient effects reported. The rv lead was explanted.